Manufacturer narrative:
Product event summary: at the time of the clinical data review, the lead had not been received in the rpa lab for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient presented to the hospital due to an alert. A device interrogation revealed noise, high sensing integrity counter (sic), and some non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. The rv lead was partially explanted as it was not possible to retract the helix. The physician cut and abandoned the rv lead and replaced it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.